Event description:
A hospital in (B)(6) reported that an rd900 infant resuscitator was not maintaining pressures and that they found that the internal tubing had snapped at the back of the gas inlet port. This was found before use on a patient.

Manufacturer narrative:
(B)(4). Method: the returned complaint neopuff was visually inspected. Results: it was observed that the gas inlet port and the gas inlet manifold were both cracked. The damage appeared to be the result of some sort of impact. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The hospital had further reported that the rd900 in question was mounted on the outside of an incubator. It is therefore most likely that the damage to the neopuff gas outlet port was caused by impact. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient."